Event description:
A 24g x 6" gauge midline catheter was inserted into cephalic vein without difficulty. Positive blood return. Within 2-3 minutes pt c/o of pruritis at waist left breast and lower partial plate. Pruritus decreased over next 30 minutes; however she did develop 3 well-defined hives, one at waist, one over left breast and one on (r) calf. No sob or chest pain. Md decided to remove catheter.